Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device failed to display values on the central control monitor. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. There were no reported consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.